Manufacturer narrative:
Product was inadvertently reported as not returned. Have been corrected to reflect a returned and analyzed product.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pocket heating while recharging. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.